Event description:
48 hours after noticing redness and soreness of the left eye, a pt went to their gp who prescribed chlormphenicol. 4 days later, they were referred to a hosp based ophthalmology group as no improvement noted. Pt was diagnosed with a potential case of acanthamoeba. The lesion was scraped and they were prescribed several drops (26 per day) including chlorhexidine. Pt has worn contact lenses for several years and had been wearing focus night and day lenses successfully for 2 years. There is no history of swimming or unusual exposure to freshwater. Pt now has a large peripheral scar which appears sterile although redness persists. No loss of vision was reported and the hosp has advised them that pt will be able to return to contact lens wear in the future. Several requests have been made for additional info. No additional info is available at this time. Corneal scrape - results unknown.